Manufacturer narrative:
As the valve was not available for return, no device investigation could be performed. Echocardiography images of the valve were also not available for review. A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. As no device investigation could be performed, the root cause remains unknown. However, based on the document review performed, no manufacturing deficits were identified.

Manufacturer narrative:
Device not available for return.

Event description:
The patient received surgery on (B)(6) 2014 and had aortic valve replaced with a medium perceval. After implant, the echo of the patient showed no leaks and mean gradient across the valve was in the single digits. The patient was admitted to hospital on or prior to (B)(6) 2018. The patient was in congestive heart failure and an echo was performed on (B)(6) 2018 which found severe ai and mild lv dysfunction. In the echo report, there was restricted motion of the left coronary and non-coronary cusps. The aortic valve area measures by velocity time integral 1.0cm2. There was severe intervalvular aortic regurgitation with evidence of pan-diastolic flow reversal in the abdominal aorta. Pht =160msec.¿ the lv was listed as normal in size with mildly reduced global systolic function. Lvef is 41%. The patient condition improved to the point that the hospital discharged the patient on (B)(6) 2018. Upon departing the hospital property the patient¿s condition drastically deteriorated and they returned to the emergency department. The patient died shortly after arriving in the emergency department.